Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed adhesive around the objective lens peeling issue could not be determined, however, the issue was likely the result of physical stress during user handling/mishandling and or chemical stress during the cleaning/sanitization process. The event may be detected/prevented by following the instructions for use which state: chapter 3 preparation and inspection 3.3 inspection of the endoscope inspection of the endoscope 6 inspect the objective lens and light guide lens at the distal end of the endoscope for scratching, cracks, stains, gaps around the lens, or other irregularities. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegations was confirmed. The evaluation found the following: due to a dent on distal end, water tightness is lost; adhesive around objective lens is peeled; bending section cover or distal sheath rubber has a scratch; bending section cover or distal sheath rubber has a chip; switch1 is damaged; protector of universal cord on control section side has a scratch; indication on light guide connector is not correct; light guide cover glass has a scratch; video connector case has a crack; video connector has a crack; and video connector is deformed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the videoscope had an air leak. The issue occurred during an unknown event and procedure. There were no reports of patient or user harm associated with this event. The device was returned to olympus for evaluation, and the evaluation found that the objective lens, adhesive part peeling off. This report is being submitted to capture the reportable malfunction found during evaluation.